Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported his infusion device has problems with insulin delivery. Pt stated he thinks it is a problem with a piston rod; non-alignment of the piston rod. Pt reported he noted an air bubble about 2 cm in size get created in the infusion set. Pt stated on (B)(6) 2010, he measured his blood glucose level around 424 mg/dl before breakfast and around 398 mg/dl before lunch. Pt's normal blood glucose is around 120 mg/dl after lunch and 140 mg/dl after dinner. Pt reported he replaced the infusion set and programmed a corrective bolus by at 6:00 pm; his blood glucose was still elevated to 385 mg/dl. Pt stated the infusion device did not give an errors or alarms. Pt stated he switched to his backup infusion device and his blood glucose level returned to normal very quickly. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.